Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Ceramic head (abg1) broke, hip was implanted several years before. Revision surgery for head and insert change. On (B)(6) 2017 additional information: malposition of cup.

Manufacturer narrative:
An event regarding crack/fracture involving an unknown shell was reported. Shell malposition was confirmed following a review by a clinical consultant. Method & results: -device evaluation and results:was not performed as the device was not returned -medical records received and evaluation: a review of the provided medical records and or x-rays by a clinical consultant indicated: as to the potential factors having contributed to the ceramic head failure after implantation of some 15-years, there clearly are procedure-related factors evident that have contributed to the failure. - most importantly, cup position was suboptimal. Cup anteversion was absent as evident by the flat projection of the lateral cup opening on the ap view, normally this is a moderate oval. There is no lateral x-ray available to double-check the anteversion but the findings on the ap view alone are clear enough. There are axial x-rays but they still show the pelvis in ap view and only the femur in lateral view. - the superior cup rim protrudes relatively far into the joint space with some 1,5-cm and thereby further reduces the effective movement space for the arthroplasty and thus increases risk of impingement. {....} hooded inserts have been over used by many surgeons in the past as they believed such inserts would reduce the likelihood of dislocation. However, the only function a hooded insert can perform is re-orient the inclination/anteversion angle of the cup shell with some 10° depending upon the implantation position of the liner within the shell. It does not change the effective range of motion of the hip, just re-orients that to a different position in space. Hooded liners find their best application in hip dysplasia where cementless cups often have less optimal bone contact due to bony defects in the supero-lateral edge of the acetabulum. - hooded liners allow surgeons to implant cup shells at steeper inclination angles around some 55° in stead of the normal 45° and thereby achieving better bony stability of the shell. A hooded liner with 10° then helps to re-orient the effective inclination angle of the cup shell back to a normal 45° and thereby avoid edge loading phenomena enhancing poly wear and increased dislocation tendencies associated with cups with steep inclination angles. - if hooded inserts are used with cups implanted in normal positions, a hooded insert reduces the effective opening angle to values below the optimum and also often increases the effective anteversion slightly if positioned at the usual postero-superior position. Such a position predisposes to impingement between cup rim and stem neck leading to poly damage at the rim of the cup. In clinical practice, anteversion errors are more important than inclination errors but all errors are usually additive. {....} the relevance of clinical factors is emphasized which clearly applies to this case where significant cup malposition has contributed to an overload condition in the arthroplasty and as such clearly plays an important role in the failure mode. - as such, the root cause of this pi failure case is procedure-related regarding cup malposition through absent anteversion and inappropriate use of a hooded liner thereby causing peak contact forces in the articulation although theoretically other factors such as phase transformations in the material with time cannot be excluded a priori as described in the mar. Procedure-related factors: - cup malposition in absent anteversion and low effective inclination - inappropriate use of a hooded liner in a cup shell with normal inclination. Patient-related factors. - no info. Device-related factors: - the role of described phase transformations in the ceramic material remains difficult to assess. An overload condition was certainly present in the arthroplasty. Diagnosis: - cup malposition in absent anteversion and low effective inclination through inappropriate use of a hooded liner has contributed to an overload condition in the arthroplasty contributing to a ceramic fracture after 15-years of implantation. - the role of described phase transformations in the ceramic material remains difficult to assess given the simultaneous presence of an overload condition in the arthroplasty. -device history review: not performed as the device lot number is unknown. -complaint history review: not performed as the device lot number is unknown. Conclusions: a review by a clinical consultant concluded: " - cup malposition in absent anteversion and low effective inclination through inappropriate use of a hooded liner has contributed to an overload condition in the arthroplasty contributing to a ceramic fracture after 15-years of implantation." No further investigation for this event is possible at this time. Further information including patient details, device details, operative reports, & follow-up notes are needed to investigate this event further. If additional information become available, this investigation will be reopened.

Event description:
Ceramic head (abg1) broke, hip was implanted several years before. Revision surgery for head and insert change. On (B)(6) 2017 additional information: malposition of cup.